Manufacturer narrative:
Concomitant medical products: - dynesys tl, ha pedicle screw, cannulated + set screw, 6.0x35, item# 01.03956.035, lot# 2906964; - dynesys tl, ha pedicle screw, cannulated + set screw, 6.0x40, item# 01.03956.040, lot# 2856206; - dynesys lis, stabilizing cord, 200, item# 01.03711.200. Lot# 2865949 therapy date for all devices: (B)(6) 2018, the device history records were reviewed and found to be conforming. The manufacturer did not receive explanted devices for review. X-rays or other source documents were not provided for review. An e-mail requesting additional information was sent. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4). The following reports are associated with this event: a 0009613350-2018-00486 dynesys tl, ha pedicle screw, cannulated + set screw, 6.0x35, lot 2906964; 0009613350-2018-00662 dynesys tl, ha pedicle screw, cannulated + set screw, 6.0x35, lot 2820446; 0009613350-2018-00663 dynesys tl, ha pedicle screw, cannulated + set screw, 6.0x40 lot 2856206; 0009613350-2018-00664 dynesys lis, stabilizing cord, 200, lot 2865949.

Event description:
It was reported that a child underwent a dynesys scoliosis tethering procedure at (B)(6) in USA. Upon returning to the (B)(6), the patient developed shortness of breath, haemothorax and lung collapse. Subsequently the implants were removed. It was further reported that the implants appeared infected. The screws were found to be cut and abutting the aorta. A screw head was occluding the right middle lobe. Note: both user reports from (B)(4) (mw5075989) have been received.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: revision surgery (off label use). Review of event description: it was reported that a child was implanted with dynesys implants in the USA. Upon returning to the UK, patient developed shortness of breath, haemothorax, lung collapse and infection, subsequently the implants were removed. The screws were found to be cut and abutting the aorta. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. From the available information it can be concluded that the surgeon performed a vertebral body tethering (vbt) for idiopathic scoliosis. This is off label use of the dynesys® top loading system. The following indication can be found in IFU d011500217: "the dynesys spinal system is indicated to provide spinal alignment and dynamic restabilization in skeletally mature patients up to 5 contiguous levels from l1 to s1". The patient in this case was a child. Furthermore, the IFU describes under the section "preoperative precautions" that "implants of this system must be handled and stored to avoid damage. Implants should be protected from damage including scratches, nicks and corrosive environments." The event in this case describes that all the implanted screws were cut and there were sharp ends. Conclusion: the patient travelled to (B)(6) hospital (B)(6) USA to have anterior tethering procedure performed using zimmer dynesys system. The revision of the screws was done in UK. The products have not been returned to zimmer biomet. Therefore, no product analysis could be done. Neither x-rays nor operative notes were received for this case. No detailed statement about the initial surgery can be made. It is only known that the screws were cut. The following indication can be found in IFU d011500217: "the dynesys spinal system is indicated to provide spinal alignment and dynamic re-stabilization in skeletally mature patients up to 5 contiguous levels from l1 to s1". The patient in this case was a child. Furthermore, the IFU describes under the section "preoperative precautions" that "implants of this system must be handled and stored to avoid damage. Implants should be protected from damage including scratches, nicks and corrosive environments." The event in this case describes that all the implanted screws were cut and there were sharp ends. From the available information it can be concluded that the surgeon performed a vertebral body tethering (vbt) for idiopathic scoliosis. This is off label use of the dynesys® top loading system. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).